Event description:
Legal counsel for the patient reported that the patient underwent bilateral m2a hip arthroplasty on (B)(6) 2004. Legal counsel for patient alleges pain, elevated metal ion levels and tissue/bone destruction. No further information has been provided to date. Additional information received in patient medical records indicates that a left revision procedure took place on (B)(6) 2010 due to metallosis. A right revision procedure took place (B)(6) 2010 due to metal hypersensitivity. The operative notes confirm that the liner and head were removed and replaced in both procedures. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent bilateral m2a hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2010. Legal counsel for patient alleges pain, elevated metal ion levels and tissue/bone destruction. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ as patient is bilateral, it is unknown if this product was removed on (B)(6) 2010 or (B)(6) 2010.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 6 mdrs filed for the same event (reference 1825034-2012-01873 - 01878). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.